Manufacturer narrative:
The reported events were lead slack issue and noise episodes. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During an in-clinic follow up, noise episodes were noted on the right ventricular (rv) and right atrial (ra) lead. Fluoroscopic imaging was performed and revealed lead slack issue to the rv lead and dislodgement to the ra lead. The rv lead was explanted and replaced; while the ra lead was repositioned to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer information: 2017865-2019-18344. During an in-clinic follow up, noise episodes were noted on the right ventricular (rv) and right atrial (ra) lead. The rv and ra leads were repositioned to resolve the event. The patient was stable with no consequences.